Event description:
Account reports one incident in which during removal of a needle lock device, the sleeve stopper separated. Two incidents reported in which the sleeve stopper separated during removal of a 21 gauge straight needle, which was attached to a 3cc bd syringe to inject thallium, one of the incidents resulted in thallium spillage onto the hcp. No med intervention required for the hcp, however, the lab had to be closed down for the day due to the spill. Rptr stated, "we never had this problem when the blue tape was on the set instead of the white tape".